Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a (B)(4). We made a visual inspection of the instrument. Here we found a bent tibia switch tongue (B)(4) and strong visible wear marks. We sent the instrument to our measure department and they checked the distance of the switch key (B)(4) and the tibia switch tongue (B)(4) with 6 +/- 0.5mm. Additionally they checked the perpendicularity with 0.05 mm. The result was that the dimensions of the distance are in tolerance but the perpendicularity is 0.43mm larger than specification. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the measurement analysis shows hints for a dimension deviation in perpendicularity. We assume this deviation as the causal factor. According to the instructions for use the following warning must be observed: -"prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components." No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018 manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Due to incorrect height mass on the device there was too much bone removed.